Manufacturer narrative:
G2: foreign country - south korea. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, h6: multiple fdd/annex a codes were reported. A05 was coded for a camera localizer faulted issue and amber light on at camera front side led. A1102 was coded for 'localizer faulted' message. The system was serviced in the field by a medtronic representative. The camera was replaced. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a camera localizer faulted issue. A 'localizer faulted' message occurred. There was an amber light on at camera front side light emitting diode (led). There was no patient involvement.